Event description:
A malfunction alarm was reported, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump but instructed to call back if the malfunction code reappears, which was understood and acknowledged.